Event description:
It has been reported to philips that the system did not start. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon further investigation, the fse found there was an issue with a host pc and its hard disk. The philips engineer has replaced the host pc and its hard disk. After replacement of host pc and its hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.